Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Photos were provided. The first photo showed an implanted single-piece lens. The top haptic was still unfolding. The lower haptic was unfolded. A metal instrument was visible under the optic. The image was dark making details difficult to discern. A possible mark was visible near one gusset area. The second photo showed the reported damage. A scrape mark was visible at one haptic gusset area. This appeared to be on the anterior surface. The area of the damage may indicate a plunger override occurred. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was indicated. The root cause for the reported lens damage could not be determined. The product was not returned. The provided photo showed a scrape mark at one haptic gusset area. This appeared to be on the anterior surface. The area of the damage may indicate a plunger override occurred. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an alcon ovd qualified for use with the ultrasert¿ pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure after implantation of the lens, a change in the optics was detected at the transition from the optics to the haptics. The lens was explanted during initial procedure, and the patient was fitted with a new lens. The patient had no recognizable impairment after the procedure. Additional information has been requested.